Event description:
Customer reported receiving a no delivery alarm. She also reported the alarm had occurred while she was filling her tubing. Customer's blood glucose was 237 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. It was also found insulin was not able to exit with a plunger push. The customer was advised to replace her infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).